Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Requested patient demographics however not provided. No product received.

Event description:
It was reported that patient was receiving a 24-hour chemo infusion, after the infusion was completed the user noted a leak from the pha-seal female connector after disconnection from tubing. The rn stated "pulled back on the pha-seal to deactivate, waiting 10 seconds then fully disconnected the pha-seal to prepare for the next chemo bag to hang. The rn reported that fluid was ¿pouring¿ out of the female connector."